Manufacturer narrative:
Insulin pump received with blank display due to faulty connector interface board. Insulin pump received with cracked reservoir tube lip. Insulin pump received with severely scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a blank display on the insulin pump even after a new battery cap. Customer's current blood glucose reading is 161 mg/dl. No further information reported.